Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the main body was cracked. The reported condition was verified. The cause of the condition could not be determined, but is most likely due to exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set cracked. This was observed during use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.